Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient that 13 years 10 months post implant of this aortic bioprosthetic valve, it was removed and replaced with a non medtronic device for unknown reasons. No additional adverse patient effects were reported.